Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had a mesh removal surgery on (B)(6) 2017. It was reported that the patient continues to experience pain, nausea. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/16/2020. Additional narrative: it was reported that the patient experienced tenderness and scarring after the procedure.